Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple occlusion alarms and multiple unspecified cartridge alarms. The customer declined to perform any troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has reverted to manual injections.